Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from denmark questioned results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test across two cobas® liat® systems. No harm was alleged. A total of 6 patients were affected, accordingly 6 mdrs will be filed per FDA guidance. Originally, the customer questioned discrepant results on analyzer (B)(4) which affected 2 patients. Patient 1 initially generated a positive sars-cov-2 result but was later negative when two new samples were collected and tested on the same platform. Patient 2 was positive for sars-cov-2 a total of 3 times each with new samples across two analyzers but negative with additional repeat testing. The customer also questioned positive sars-cov-2 results for 4 more patients on analyzer (B)(4). According to the customer, several of patients were retested and generated negative results. However, there is no available information to identify which patients received additional testing. An investigation has been initiated and is ongoing.

Manufacturer narrative:
(B)(6). A customer from (B)(6) questioned results for 6 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test across two cobas® liat® systems. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).